Manufacturer narrative:
Product complaint # (B)(4). Date sent: 1/31/2020. Batch # t5er0j. Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards and without reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What tissue was being transected when issue occurred? Did the patient undergo preoperative radiation or chemo therapy? Does the surgeon believe that the compressed tissue height was compatible with the cartridge selected? What troubleshooting steps were taken to open device prior to cutting out? Was buttressing material used? What is the current patient status?

Event description:
It was reported that during a left lower lobectomy procedure, on the first fire using a green reload, the device was fired the knife advanced and bent the anvil. The staple became stuck and had to be cut out. A second like device was tried and the same thing happen. It also had to be cut out. The procedure was converted to open and the procedure was completed. There was some additional bleeding that was controlled with a tlc stapler. The patient made it out of surgery "ok".

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what tissue was being transected when issue occurred? Did the patient undergo preoperative radiation or chemo therapy? Does the surgeon believe that the compressed tissue height was compatible with the cartridge selected? What troubleshooting steps were taken to open device prior to cutting out? Was buttressing material used? What is the current patient status? If think if I remember correctly this was a case where the patient was a redo surgery so the tissue was thick and inflamed. The stapler that I fired made it half way through the tissue and then stopped and jammed. It wouldn¿t allow me to manually release at all. I can¿t remember what we did to get it to open but when it did it hadn¿t fired all the way and the staples were still in the load. We ended up opening this case and we went to fire another stapler (new one I think) and it did the same thing. Jammed and didn¿t complete the fire. I think he ended up using the tx to take the bronchus. This is a rough recollection. I know this has never happened before so maybe it was a fluke.